Manufacturer narrative:
D10: 300-01-09 - equinoxe, humeral stem primary, press fit 9mm (B)(6), 315-35-00 - glnd kwire (B)(6), 320-15-05 - eq rev locking screw (B)(6), 320-20-00 - eq reverse torque defining screw kit (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm (B)(6), 320-31-36 - glenosphere, 36mm (B)(6), 320-35-01 - small glenoid plate (B)(6), 321-52-07 - 3.2mm drill bit sterile (B)(6), 322-10-00 - humeral adapter tray, +0 (B)(6), 322-36-00 - 145-deg pe 36mm hum liner +0 (B)(6), 531-55-88 - ergo gps 3.2mm drill kit sterile (B)(6), 531-78-20 - shouldr gps hex pins kit (B)(6), (B)(6) - user kit v3 for gps station 01000125082. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial right reverse total shoulder arthroplasty. Subsequently, it was reported that the patient experiences pain with range of motion. As a result, the patient was given medication approximately 3 months after initial implantation. No further patient impact reported. No further information available.